Manufacturer narrative:
Device evaluation: the device was returned to zoll medical corporation for evalaution. The customer's report was not observed during initial testing. The device was put through extensive testing including ECG stress testing and bench handling without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used during the event was not returned for evaluation. The customer was advised to discard the mfc used in the event as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to recognize the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.